Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an issue with their sensor not adhering. Blood glucose value was 427 mg/dl at the time of the incident. The customer treated their high blood glucose value with an insulin pen. Troubleshooting was performed for possible under-delivery. A displacement test was performed and the device passed. Nothing will be replaced or returned.